Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.

Manufacturer narrative:
Phone: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery is low. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.